Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During a device replacement procedure due to normal eri, the left ventricular lead was observed via x-ray imaging and a possible externalization of the lead was noted. No images were provided for analysis. There was also no ventricular capture and impedance decreased. The new device was reprogrammed to resolve the event. The patient is enrolled in merlin.net and is in stable condition.